Event description:
The caller reported that the size 6 low pressure cuffed tracheostomy tube had developed a leak and the pt was re intubated.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned a failure investigation results provide new or significant info, a follow-up report will be submitted. See scanned page.